Event description:
A customer reported via webform a "sensor ended" message from the adc device. The customer was able to be contacted and indicated they obtained a reading of 63 mg/dl on an unspecified meter. The customer was provided with juice for treatment by their partner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported device has been returned and is currently in process of investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "sensor ended" message from the adc device. The customer was able to be contacted and indicated they obtained a reading of 63 mg/dl on an unspecified meter. The customer was provided with juice for treatment by their partner. There was no report of death or permanent injury associated with this event.